Event description:
Due to pump malfunction 250 ml of 5% albumin infused into patient in one hour. The pump was set at a rate of 50 ml/hr and volume to be infused (vtbi) set at 200 ml by rn. Within one hour, the vtbi was at 165 ml. Rate was 50 ml/hr, but the bottle was empty. The pump was checked by three rns. The pump and cassette were returned to the manufacturer. Awaiting manufacturer's response.